Manufacturer narrative:
(B)(4). The carefusion field service representative went onsite and determined the unit needs a new main printed circuit board. A new main printed circuit board and outlet cover were installed and user verification tests were performed. The device is now working to service specifications.

Event description:
The customer stated that this unit is having a "xdcr fault" alarm. There was no patient involvement at the time of the incident.